Event description:
A report was received that the patient was experiencing redness, warmth and pain at the ipg incision site. The patient was prescribed with oral antibiotics. The physician believed that a low grade infection had started.

Event description:
A report was received that the patient was experiencing redness, warmth and pain at the ipg incision site. The patient was prescribed with oral antibiotics. The physician believed that a low grade infection had started.

Manufacturer narrative:
Additional information was received that infection has been ruled out. The patient is reportedly doing well. No further course of action will be taken.